Manufacturer narrative:
The product used was either spinbrush pro whitening toothbrush soft (B)(4) or spinbrush pro whitening toothbrush medium (B)(4). There is no code available that best fits the conclusion.

Event description:
Consumer reports toothbrush head breakage. This is reported as a malfunction with the potential to cause serious injury. No injury occurred. This is being submitted as part of retrospective review to identify malfunctions with the potential to cause serious injury.